Event description:
It was observed that during the device evaluation, the camera head exhibited loss of watertightness, and the endoscopic image could not be displayed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: due to damage to the cable unit, water tightness was lost, and because the cable unit was cracked, the endoscopic image couldn't be displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.